Event description:
The pump was returned for investigation. Investigation revealed that there was evidence of contamination under all of the keypad button contacts. The pump¿s battery compartment was cracked and had stripped threads. There was moisture found behind the display lens. The display screen was found to be dim and discolored with fading text. Evaluation also revealed moisture corrosion inside the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the keypad was torn near the ok button and was peeling off the pump. All of keypad buttons responded appropriately. The keypad was removed and contamination was found under all buttons. Evaluation revealed that the battery compartment was cracked and the compartment threads were stripped. There was moisture visible behind the display lens. A leak test was performed and a battery compartment leak was found. Evaluation also revealed a dim, discolored display screen with fading text. The pump was opened and moisture corrosion was observed in the pump compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).